Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was having a revision total knee due to knee pain for several months after falling on right knee. Patient had an attune posterior stabilized fixed bearing knee that was implanted by surgeon. Upon examination of components by surgeon the femur was well fixed, poly was in pristine condition, and the tibial baseplate was loose at the implant to cement interface. Manufacturer of the cement is unknown. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.